Event description:
New information received indicates that the device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented with a capacitor charge timeout message. Multiple attempts were made to perform capacitor maintenance. Charge timeout message kept reappearing. Device replacement and further actions will be discussed with the physician.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. Impedance measurements across the capacitor pins indicated an internal low impedance path was sourcing excessive current during charging. Laboratory capacitors were attached and the device was found to function normally. The root cause of the extended charge time was an internal hv capacitor anomaly.